Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 27mm 7300tfx pericardial mitral valve was disabled via valve-in-valve procedure after an implant duration of seven (7) years, six (6) months due to severe mitral stenosis secondary to degeneration. The patient presented with heart failure. The tmvr procedure was completed without event resulting in the implant of a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.